Event description:
It was reported that the patient presented to the emergency room as they were syncopal. Interrogation of their device indicated that right ventricular (rv) lead may have had micro-dislodgement as the pacing impedance has dropped since implant and that the rv lead threshold has risen. Follow up indicated that no interventions were taken or planned as a result. The rv lead remains in use. No further patient complications have been reported as a result of this event.